Manufacturer narrative:
Patient information was unavailable from the site. During the onsite inspection, the medtronic representative reported that it was found that the system monitors and video splitters were no longer getting power. The fan cables were checked from the multi out and it was found that the cable was touching metal and shorting out the multi out. This was secured with electric tape which resolved the issue.

Event description:
A site representative reported that the system had to be restarted several times due to the mouse and software becoming unresponsive. The site used an alternative navigation system for the surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.